Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up. The rse reviewed the system's remote logs and identified an issue with the suite pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found a splash screen on the patient data monitor, with the geometry and flex vision not starting up. The lights on the suite and x-ray pc were on, and the tsm was attempting to connect but could not connect. The fse confirmed that the suite pc was defective and needed a replacement. The defective suite pc was returned for analysis and confirmed that the cmos battery in the suite pc was defective. To resolve the issue, the replaced the suite pc and installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.